Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate shock due to incorrect interpretation of signal. The device will continue to be monitored. Further information was requested, but not yet available.